Event description:
This is filed for damage of the pml. It was reported that on (B)(6) 2022, the patient presented with grade 4 mixed mitral regurgitation (mr), dilation of all 4 chambers, post endocarditis and degenerative change, bloated leaflets, and restrictive posterior mitral leaflet (pml). There was a diverticulum in the esophagus, which affected the imaging quality. Two xtw mitraclips were successfully implanted in a3/p3 and a2/p2 segments. A third xtw clip required several attempts to place the clip due to the anatomy. In echo the pml appeared to have been damaged and there was a small gap. This damage was not preexisting. Per the physician, this damage was not caused by the xtw, and the leaflets were in bad condition. The xtw was able to be implanted lateral to the second clip. The outcome was successful, reducing mr to 3-4. All devices were used according to instructions for use (IFU) and there were no device malfunctions. There was no indication of adverse patient sequela. There was a delay due to poor echo imaging, and not due to the pml damage. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated, and the difficult or delayed positioning (anatomy) was related to patient morphology/pathology (dilation of all four chambers, and bad leaflet quality, bloated leaflets and restrictive posterior mitral leaflets in some parts). The image resolution poor was related to patient and procedural conditions as poor echo imaging was reported due to diverticulum in the esophagus. Unspecified tissue injury per the physician was related to patient conditions and due to the leaflet quality. Serious injury/ illness/ impairment was a result of case-specific circumstances was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.